Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol (intra ocular lens) returned in two segments inside a small clear bag. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is not returned, the other haptic is intact. The optic is cut in two with a piece missing and is scratched/marked-rejectable. The used company cartridge was returned. Viscoelastic was observed in the cartridge. The tip has heavy stress. The cartridge has evidence it was placed into a handpiece. The heavy stress may indicate the lens/plunger were not in acceptable positions. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported complaint appears to be related to a failure to follow the IFU (instructions for use). The heavy stress may indicate the lens/plunger were not in acceptable positions. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (ophthalmic viscosurgical device) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens had several scratches on optic and left haptic was broken. The lens was explanted in the initial procedure. Additional information has been received and stated that no medical or surgical intervention required as a result of this event and also the patient was recovering well.